Event description:
It was reported that during a dialysis access case inside a graft while dilating a stenosis, the balloon ruptured. The doctor had inflated the balloon twice to 30 atm. There was no stent used during the case. There was no patient injury reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The sample has been returned; however evaluation has not been completed. Based on the information available to date, the results of the investigation are inconclusive and the root cause is unknown.